Manufacturer narrative:
MFR reference number: (B)(4). The device was received by baxter for eval and the failure could not be reproduced. Add'l testing was performed with the device passing. The sensor was replaced during the repair process and was calibrated to ensure proper functionality.

Event description:
During baxter's eval, a spectrum pump failed to detect an occlusion during the upstream occlusion testing. There was no pt involvement.